Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: ¿the freestyle libre 3 system (cgm) device failed after about 12 hours. This is a repeat issue with the device and of the 4 devices I have used in 2023, only 1 worked correctly. This is the 2nd device the company has had to send a replacement libre 3 device to me. My 1st device lasted only 1 week when it should have lasted 2 weeks.¿ based on the information provided, there was no report of serious injury associated with this event. Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This is 2 of 3 submissions. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: ¿the freestyle libre 3 system (cgm) device failed after about 12 hours. This is a repeat issue with the device and of the 4 devices I have used in 2023, only 1 worked correctly. This is the 2nd device the company has had to send a replacement libre 3 device to me. My 1st device lasted only 1 week when it should have lasted 2 weeks.¿ based on the information provided, there was no report of serious injury associated with this event. Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful.